Event description:
Reporter noted small round, oil-like drops on retinal surface from posterior segment infusion during two port technique vitrectomy, under local anesthesia. As amount of oil-like drops increased, decided to change infusion bottle, tubing, light-infusion handpiece and all three-way stopcocks. All visible oil-like drops were suctioned out of posterior segment; case completed routinely. A few drops remain in eye post-op day one.

Manufacturer narrative:
Received one cassette, tubing set, and a fiber-optic probe equipped with irrigating cannula for eval. Each component was separately flushed and filtered. Filters were inspected and microscopically examined. Samples a and b had no particles matching complaint description. Sample c particles matched complaint description: white to colorless with a length of up to 20 micrometers. Further analysis identifies them as polyethylene. Several components of the tubing set contain polyethylene, including vent tube cap and stockcock handle. Root cause cannot be determined.